Event description:
It was reported that the customer's pump malfunctioned, displaying a resettable malfunction code identified as malf 5. There was no adverse impact to the customer's blood glucose level. The customer's technical support team arranged for a replacement pump and confirmed shipping details. They also instructed the customer on storage mode and the process of returning the faulty pump within 10 days using the provided box and label, ensuring continued insulin delivery using multiple daily injections as a backup therapy.